Event description:
Account stated that the section of this bed is drifting down, no injury. Account replaced the CPR valve and the head down valve and the problem returned.

Manufacturer narrative:
Customer took the head down valve back out and reseated it, replacing the head down valve repaired this bed.